Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987, k151766. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking. This was discovered before use. The following information was provided by the initial reporter: material no. 309657. Batch no. Unknown. It was reported the syringe was leaking. Description of issue: customer reports syringe was leaking insulin prior to filling. Customer reports no pressure was applied to plunger to cause leaking of insulin. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe 309657. Product lot number: needle came from lot#: 8290998 (packaging). Cartridge lot #: m182889 (box). For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No injury. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No medical intervention needed. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category: needle/syringe issue.